Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse found power supply cable damaged from liquid leak & electrical short; cable was unusable. Fse replaced the male connector to the rear of power supply, fuses and power cable. Instrument is now operational. Customer stated that the lh pak had been placed on top of the power supply and when replacing reagent, some fluid may have been spilled. Root cause for the burning smell was associated with fluid that leaked onto electrical components.

Event description:
Customer contacted beckman coulter inc. (Bci) to report a burning smell coming from coulter lh 750 hematology analyzer power supply. Customer reported seeing smoke, but no sparks, arcs or flames. There was no need to call the fire department, nor use a fire extinguisher. Operator was wearing a lab coat. There were no physical injuries to anyone. There was no contact to mucous membrane or broken skin and no one sought medical attention. There were no reports of death or serious injury connected with this event.